Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery and replace now alarm. The customer's blood glucose was unknown. It was stated that the batteries last less than 7 days. They stated that it was happened multiple times during the night that the battery stopped. The product will be returned for analysis.

Manufacturer narrative:
No power loss alarm noted during testing. Device passed the displacement test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and device trace download confirmed pump error 63 due to broken trace at pin sda on keypad assembly. Device received with same audio tone when switching from volume 5 to volume 1 due to electronic defect.